Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (up to 600 mg/dl) and the cause was not known. The ketone level was large and considered as being dangerous by a healthcare provider. The customer's parent assisted the customer by administering insulin injections. The contact alleged the pump was the cause of the high bg as the customer had reverted to using insulin injections and the customer¿s bg level was doing ¿fine¿.